Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. The receiver log was downloaded and reviewed and no firmware errors were observed. The reported event of initializing screen without manual restart could not be confirmed during log review. A root cause could not be determined.